Manufacturer narrative:
The reported events of unspecified capture and sensing issues were not confirmed. As received, a complete lead with stylet and stylet guide inserted was returned. Electrical testing and x-ray examination were normal. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right atrial (ra) lead a stable position in the atrium could not be achieved. The lead exhibited unspecified capture and sensing issues. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.